Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that almost five months after the dental implant was installed in intraoral region #24, it was verified its' non osseointegration. 45ncm of primary stability was achieved & immediate load was not performed. Patient presented bone type I.